Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 623 mg/dl, 233 mg/dl, and 231 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell out of range, showing the difference in values to potentially be clinically significant. It is to be noted that the glucose result reported of 623 mg/dl exceeds the range of possible values that can be obtained using a freestyle freedom blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.